Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3/h6: the suspect pump was returned for evaluation. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The device was visually inspected. A functional test was performed. The cause of the reported issue was due crack on downstream occlusion (dso) seal. As a result, the dso seal was replaced. The device passed all functional testing after repair.

Event description:
It was stated that the device was alarming that the device cannot start up pump. There was no reported patient involvement. Evaluation of the returned device identified the crack on the downstream occlusion (dso) seal. This could interrupt the therapy.